Event description:
It was reported the programmer has a very long boot time, noisy fan, and software performance issues. The programmer rf (radiofrequency) head does not have lights to identify devices. Multiple programmer rf heads were tried, with the same result. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer takes a long time to boot, session sync would not connect, after running the service diskette, session sync was able to work. Analysis could not confirm that the radiofrequency (rf) head does not have lights to identify a device, the cable was twisted but the rf head passes all tests. It was also noted that the stylus tip was loose.